Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record and UDI are in-progress. All information reasonably known as of 03 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units, involving different patients. This is the second of four reports. Refer to 3011270181-2026-00015 for the first report. Refer to 3011270181-2026-00017 for the third report. Refer to 3011270181-2026-00018 for the fourth report. It was reported, the tube was being checked for proper placement and was found to be blocked. Aspiration, insufflation of air, and flushing with sterile water were unsuccessful. After the original orogastric (og) tube was removed, an attempt was made to flush water through it, but flushing was still not possible.